Manufacturer narrative:
The insertion needle was not returned therefore we are unable to confirm the insertion needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while inserting the sensor with the serter the needle detached from the sensor. The patient's blood glucose at the time of incident is unknown. The customer returned the sensor for analysis and a replacement sensor was shipped to the customer.